Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. No definitive root cause could be determined however, it is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a biopsy procedure, the tip of the biopsy needle became stuck in the patient. When the clinician tried to remove the device, the needle detached within the patient. The clinician was unsuccessful in attempts to remove the foreign body from the patient. The patient was referred to orthopedic trauma team for interventional surgery for foreign body removal. No additional consequences to report.